Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 1.1; lab: 3.5; mean: 2.3; confidence limits: 1.6 - 3.4. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing not required at this time. Strip lot number was not provided, therefore further testing cannot be performed.

Event description:
Customer alleges inaccuracy with inratio. Results as follows: date: 2008; inratio: 1.1; lab: 3.5.